Manufacturer narrative:
(B)(4). Investigation did not confirm no alarm. All alarms and readings displayed properly and passed all tests.

Event description:
The customer reported that the monitor was not alarming. The customer did not state if the malfunction occurred during patient use and that there was no report of patient harm.